Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for 1 patient tested on a cobas 6000 c (501) module. The initial sodium result was 114 mmol/l with a rerun result of 131 mmol/l. The initial potassium result was 5.18 mmol/l with a rerun result of 6.15 mmol/l. The initial chloride result was 115.4 mmol/l with a rerun result of 91.4 mmol/l. The samples were aliquots that were poured off from the primary tube. The rerun results were from another analyzer. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The sodium, chloride, and potassium electrode lot information was not provided. The electrodes were inspected and there was no sign of leakage or the formation of crystal build up found. The qc results were good. The investigation was unable to find a definitive root cause.